Event description:
It was reported via a scientific article that the pt had a decrease in seizure frequency and intensity, but an increase in seizure duration. All attempts for further information have been unsuccessful to date